Event description:
Boston scientific crm received information that this implantable right atrial (ra) transvenous lead and cardiac resynchronization therapy defibrillator (crt-d) was associated with high pacing thresholds of greater than 3,000 ohms. The right ventricular (rv) defibrillation lead was also found to be demonstrating low r wave amplitudes. This patient was to be evaluated in the clinic in the near future as stated by the sales representative.

Manufacturer narrative:
As of today, the available information suggests these ra, rv leads and cardiac resynchronization therapy defibrillator (crt-d) remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this lead was explanted electively. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the conductor coils were confirmed to be fractured 167 mm from the terminal pin. Due to the location of the fracture, this is consistent with a fatigue fracture near the suture sleeve tie down area.